Manufacturer narrative:
Analysis of the catheter identified a break in the catheter body as well as tears/cuts/coring in the seal of the sutureless connector. The previously reported evaluation conclusion, result, and method codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019 regarding a patient receiving gablofen (2000mcg/ml at an unknown dose) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient's family reported the patient felt a significant increase in spasticity. A side port aspiration was attempted unsuccessfully and the hcp determined the catheter was broken at the anchor site. The catheter was explanted and replaced. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.